Event description:
The hcp reported that after about one month following a catheter revision the hcp stated it fell out. The catheter slipped and coiled into the sub-q tissue in the back and the patient had a big csf collection in their lower spine. No diagnostics, interventions or patient outcome was reported. Further follow-up is being conducted to obtain this information. If additional information is received a follow-up report will be sent. The pump was used to deliver lioresal.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).